Event description:
The humeral head reamers did not engage on the humeral head as they appeared to be locked (they normally spin freely) resulting in an inability to ream the bone and causing a large hole in the reaming site. The damage caused to the humeral head resulted in the surgeon using a global cta shoulder replacement instead of a less invasive resurfacing procedure which has short and long time ramifications for the pt. Increased hospital stay, longer recovery time, greater physical stress and longer operating time.